Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. The pump was monitored and no blank display anomaly, off no power, low battery or failed battery test alarms noted. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with the back light functioning properly and no led anomaly was noted. The pump was properly connected to the glucose sensor simulator, and no lost sensor alarms were noted. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had a blank display screen and then turned back on a few minutes later. It was reported that insulin pump suspended and buttons were not responding. Battery was depleting quickly and insulin pump received a failed battery test alarm. Customer reported that issue continued to occur even with newly replaced battery cap. Customer's blood glucose was unknown. Customer declined further troubleshooting.